Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited crosstalk oversensing resulting in inappropriate rv pacing and suboptimal pacing timing cycle. No changes or interventions were performed. There were no patient consequences.